Event description:
It was reported that when the patient presented to the hospital for unrelated reasons, far r-wave oversensing was observed. Programming changes were made. The patient will continue to be routinely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.